Event description:
Dealer states the left motor was replaced (B)(6) 2014 due to the motor was locking up and causing chair to vibrate. After putting the replacement motor on the chair, the chair is still vibrating and chair veers left and right.